Event description:
During coil embolization, the physician experienced friction when he advanced the coil into the renegade microcatheter (mc) through the y-connector. The coil became stuck at the y-connector and it was not advanced into the mc. He pulled back the coil and found that the coil was stretched. The procedure was continued with another dcs (same catalogue number). There were no reported pt complications.